Manufacturer narrative:
The reporter indicated that a 13.2mm vticmo 13.2 of -12.0 diopter; implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. Excessive vault; refractive surprise; elevated iop; significant reduction of irido-corneal angles; corneal oedema; blurred vision; herniated iris; iris atrophy; iris repair; and addition of suture; addition of new pi (yag) was reported as secondary intervention. Reporter stated that patient is satisfied with the results. Patient code 3191: herniated iris; iris atrophy; iris repair; addition of suture; patient code 1791:corneal oedema, device code 1401:refractive surprise, method code 4117:lens remains implanted. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -12.00 diopter, implantable collamer lens was implanterd into the patients left eye (os) on (B)(6) 2019. Excessive vault, refractive surprise, elevated iop (intraocular pressure) and significant reduction of irido-corneal angles was observed. Addition of new pi (yag) was reported as secondary intervention. The reporter stated that the patient is satisfied with the results. If additional information is received a supplemental medwatch report will be submitted.